Event description:
It was reported that during the surgery, it was found that the foreign substance which looks like a white powder was attached on the product when the nurse opened the sterile package. Therefore, the surgeon used a competitor's product for the surgery. There was 0-15 minute delay due to the preparation of a backup product. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: japan customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g2, g3, g6, h1, h2, h3, h4, h6, h11. Complaint can be confirmed through the returned product analysis. Visual inspection confirmed there was a white debris on the tubing of both devices. Both devices were returned opened but unused. One in the original tyvek tray and one without. The white debris is visible at 12-18¿ under normal lighting with up to 10 second inspection and therefore does not meet packaging standards. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.